Event description:
It was reported by the customer that that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a power up test fail with error code #3. No patient involvement was reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.